Event description:
It was reported that the area to be treated was an aneurysm in the left internal carotid artery. The nav 6 embolic protection device was delivered without issue and a non-abbott covered stent was implanted to treat the aneurysm. During removal of the stent delivery system (sds) of the non-abbott covered stent, resistance was encountered with the bare wire and the sds became stuck on the bare wire. The non-abbott sds was removed as a unit with the bare wire, nav 6 and the sheath. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to resistance with an sds over the bare wire may include, but are not limited to, anatomical conditions, device placement technique, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire/catheter, blood and/or contrast build up, or damage to the distal shaft of the catheter. A review of the database for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents for difficult to remove reported for this lot. In this case, without having the product to examine, a conclusive cause for the resistance could not be determined. However, there is no indication to suggest a product quality deficiency.